Manufacturer narrative:
UDI = (B)(4). A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported after the update, the equipment didn't work. There was no reported patient involvement